Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that with the patient external device when they were trying to give themselves a bolus they kept getting a code of 815 and resync. Patient stated the personal therapy manager (ptm) takes a long time to connect to the pump, and it gets stuck at different percentages and they have to reposition the devices. Patient was able to get her bolus delivered for the first time since last night. Patient stated it has been so frustrating for the last couple of weeks. Agent asked clarifying questions and patient said the correct service code is 518. Patient services assisted patient with clearing data on the handset and device connected very fast. The troubleshooting steps that were taken on the call resolved the issue.